Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The der states that the poly did not fully seat on the lateral side following impaction. The poly was removed and wasted. The top of the tibial tray was cleaned and all soft tissue was removed. A new poly was inserted and once again was still not fully seated on the lateral side. The surgeon noticed that the raised metal portion on the anterior of the tray was wider than the corresponding recess on the underside of the poly. Several forceful impactions caused the poly to indent, allowing the poly to fully seat. Doe; (B)(6) 2017; left knee.